Event description:
During a transfer from floor to bed with a floor lift, while the resident was approx three inches off of the floor, the sling clip broke. The staff lowered her back to the floor and got another sling to complete the transfer. No injuries were reported.

Manufacturer narrative:
Please note that previous medwatch reports for this product were submitted under registration # (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, any medwatch reports associated with this product will be submitted under registration (B)(4). Further info will be provided upon MFR's investigation.